Manufacturer narrative:
H3 other text : device evaluated by asp / third party.

Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that the operational check failed. There was no patient involvement at the time the issue was discovered. The reported issue was evaluated by a third party, based on the information available, the cause of the reported problem was an external paddles failure, and the reported problem was confirmed. The device was operational after replacing the external paddles. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.